Event description:
It was reported that the atrial lead exhibited oversensing due to electromagnetic interference that was suspected to have been caused by the patient using woodworking tools. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted: (B)(6) 2010. (B)(4).